Manufacturer narrative:
(B)(4). Batch # r58p98. Device evaluation: the analysis results found that one psee60a device was returned with the anvil bent upwards and without reload present. No functional test was performed due the condition. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a vats lobectomy, after stapling 1 row didn¿t bend. The seam was looking good though. Because all cartridges are the same lot number, they think the problem is caused by the stapler. No consequences for the patient.